Event description:
The facility representative reported a colleague infusion pump displaying failure code 814:04 during biomedical testing. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 814:04 and determined the root cause to be a disconnection of the pump head module printed circuit board j1 connection to the air in line printed circuit board. The pump head module printed circuit board j1 connection to the air in line printed circuit board was re-connected to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.